Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure, the lead was explanted and replaced with a new lead. No adverse pt effects were reported.